Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('essure devices appear to be partially within the endometrium') and device breakage ('small essure fragment removed at right salpingectomy/ metallic artefact was observed in the right uterine fundus, possible remains of essure device') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginitis in 2008, multi gravida, miscarriage, multiple caesarean sections (2000 and 2007), urinary tract infection, metrorrhagia (throughout the whole month), endometrial polyp (removal on the same day she had essure implanted) on (B)(6) 2010, anxiety attack (several years ago), atopic dermatitis and smoker. Previously administered products included for anxiety: tranxilium; for an unreported indication: hormonal contraceptives. Concurrent conditions included recurrent thrush since 2008 and vaginitis since 2008. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower ("pain in her right iliac fossa"), dyspareunia ("dyspareunia / discomfort during sexual intercouse"), intermenstrual bleeding ("bleeding, breakthrough spotting between periods"), abdominal distension ("abdominal distention"), headache ("headaches"), vulvovaginal candidiasis ("candida albicans / recurrent candidal vaginitis"), fatigue ("fatigue/feeling of tiredness"), arthralgia ("generalised arthralgia") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("recurrent vaginal mycosis"). On (B)(6) 2018, the patient experienced breast mass ("nodule in the right breast has been causing pain"), 7 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced flatulence ("meteorism") and dyspepsia ("dyspepsia"). On (B)(6) 2019, the patient experienced embedded device (seriousness criterion medically significant), breast cyst ("multiple uncomplicated cysts in both breasts/nodule in the mid-outer quadrant of the right breast is a cyst of about 3cm") with breast pain and hyperprolactinaemia ("hyperprolactinemia"). In (B)(6) 2019, the patient experienced peripheral swelling ("leg swelling"). On (B)(6) 2019, the patient experienced dermatitis contact ("contact dermatitis to imitation jewellery metals/eczema/dermatitis with doubtful sensitization to rhodium and aluminum/ negative for nickel."). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device removal ("metallic artefact was observed in the right uterine fundus, possible remains of essure device"). In (B)(6) 2020, the patient experienced scar pain ("pain until today in the essure removal scar"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("dysmenorrhoea"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), vaginal infection ("vaginitis"), alopecia ("hair loss"), loss of libido ("loss of sexual drive"), respiratory tract infection ("respiratory infections"), ligament sprain ("sprain"), polyuria ("polyuria"), anger ("anger reactions to the people who are close to her") and depression ("depression"). The patient was hospitalized from (B)(6) 2019 and then from (B)(6) 2020. The patient was treated with amoxicillin sodium;clavulanate potassium (amoxicillin clavulanic acid kabi), clorazepate dipotassium (tranxilium), dexketoprofen, enoxaparin, ferric pyrophosphate (fisiogen ferro forte), metamizole, omeprazole and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2019 and total laparoscopic hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, device breakage, abdominal pain lower, dyspareunia, dysmenorrhoea, hypersensitivity, dermatitis contact, intermenstrual bleeding, genital haemorrhage, abdominal distension, back pain, headache, vulvovaginal candidiasis, vulvovaginal mycotic infection, vaginal infection, breast mass, breast cyst, hyperprolactinaemia, peripheral swelling, fatigue, alopecia, loss of libido, respiratory tract infection, ligament sprain, flatulence, dyspepsia, polyuria, arthralgia, anger, anxiety and depression outcome was unknown, the scar pain had not resolved and the complication of device removal had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anger, anxiety, arthralgia, back pain, breast cyst, breast mass, complication of device removal, depression, dermatitis contact, device breakage, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, flatulence, genital haemorrhage, headache, hyperprolactinaemia, hypersensitivity, intermenstrual bleeding, ligament sprain, loss of libido, pelvic pain, peripheral swelling, polyuria, respiratory tract infection, scar pain, vaginal infection, vulvovaginal candidiasis and vulvovaginal mycotic infection to be related to essure. The reporter commented: she underwent the insertion of essure as well as the removal of an endometrial polyp, date of insertion were discrepant ((B)(6) 2010). On (B)(6) 2019 essure devices were removed via bilateral salpingectomy; left salpingectomy: essure device removed completely, right salpingectomy: small essure fragment removed. On (B)(6) 2020 simple laparoscopic hysterectomy was performed to remove the fragmented essure, abundant fibrosis and adhesions due to previous surgeries are observed, the intervention proceeds without complications and the postoperative period is normal. On (B)(6) 2021, she reported feeling constant hypogastric pain and inflammation. The examination, laboratory tests, and ultrasound were performed: an uncomplicated haemorrhagic follicular cyst was found in the left ovary, normal right ovary, no free fluid. Intravenous enantyum was administered, which helped the pain subside. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: epicutaneous tests. Metal-specific battery tests (48 and 96 h reading), the following contactants have been tested: rhodium chloride 1%, ammonium tetrachloroplatinate 0.25%, potassium dicyanoaurate 0.1%, cadmium chloride 1%, palladium chloride 2%, manganese chloride 0.5%, tungsten (tungsten) 5%, vanadium chloride 1%, aluminum hydroxide 6.5%, titanium dioxide 10%, aluminum chloride 10%, copper sulfate 2%, gold sodium thiosulfate 0.5%, molybdenum chloride 5%, zinc chloride 1%, tin chloride 0.5%, ferrous chloride 2%, zirconium chloride 1%, niobium chloride 0.2%, beryllium sulfate tetrahydrate 1%, silver nitrate 1%, nickel sulfate 5%, cobalt chloride 1%, potassium dichromate 0.5%. Diagnostics: contact dermatitis and other eczema. Clinical judgment: dermatitis with doubtful sensitization to rhodium and aluminum. Biopsy breast - on (B)(6) 2018: puncture-aspiration biopsy with fine needle of a breast cyst: no malignant cells found. Presence of histiocytes. No epithelial cellularity observed; on (B)(6) 2019: puncture-aspiration biopsy with fine needle of the right breast: no evidence of suspect calcifications or distortions and/or asymmetric density observed in the glandular parenchyma. Computerised tomogram - on (B)(6) 2019: a metallic artifact is observed in the right uterine fundus, probably remains of essure except if it is a metallic suture. Cytology - in (B)(6) 2017: negative. Gynaecological examination - on (B)(6) 2018: speculoscopy: good epithelialisation of the cervix, normal discharge. Bimanual examination: mild discomfort upon palpation of the right iliac fossa; no pain upon manual examination of the cervix. Hysterosalpingogram - in 2009: confirmed that bilateral tubal occlusion had been achieved. Hysteroscopy - on (B)(6) 2019: normal endocervical canal. Secretory endometrium. The left essure was found but no coil loops were observed within the uterus. The right essure had 8 coil loops within the uterus, which were cut off. Microbiology test - in (B)(6) 2015: culture showed the presence of candida albicans. Pathology test - on (B)(6) 2010: endometrial polyp; on (B)(6) 2019: post-surgery review bilateral salpingectomy for removal of essure on (B)(6) 2019. Pathological anatomy: container labeled ¿right tube¿. Cylindrical fragment with fimbriated ends of 5 cm, externally and upon cutting does not present alterations. Container labeled ¿left tube¿. Cylindrical fragment with fimbriated ends of 5 cm, which externally and upon cutting does not present alterations. In the same container there is a metallic fragment. Anatomopathological diagnosis: right and left fallopian tubes (bilateral salpingectomy). Uterine tubes without relevant histological alterations. Ultrasound breast - on (B)(6) 2019: show multiple uncomplicated cysts in both breasts. The palpable nodule in the mid-outer quadrant of the right breast is a cyst of about 3 cm. Ultrasound scan - on (B)(6) 2019: axillary lymph node ultrasound: no evidence of pathologic lymphadenopathies. Ultrasound scan vagina - in (B)(6) 2015: unremarkable; on (B)(6) 2018: normal uterus. Both devices positioned intramurally, a portion of the right essure appears to be within the uterine cavity, normal endometrial cavity length, both ovaries can be seen and appear normal; on (B)(6) 2018: normal uterus. Essure devices appear to be inside the cavity. Normal ovaries. No free fluid observed; on (B)(6) 2019: essure devices appear to be partially within the endometrium; on (B)(6) 2020: vaginal cuff appears normal. The ovaries show no changes. X-ray of pelvis and hip - on (B)(6) 2019: no remaining essure fragments observed; on (B)(6) 2020: showed no findings that could suggest the presence of essure remains in the pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-sep-2021: the follow information was updated lawyer's reporter, other health professional's reporter, medical history, historical drug, other treatment products, bleeding intermenstrual, hyperprolactinemia, onset date added to dermatitis due to metals, abdominal distention, fatigue, generalized joint pain, dyspareunia, iliac fossa pain, onset date updated from (B)(6) 2011 to 2010, candida vaginal from (B)(6) 2015 to 2010. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('essure devices appear to be partially within the endometrium') and device breakage ('right salpingectomy small essure fragment removed/metallic artefact was observed in the right uterine fundus, possible remains of essure device') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginitis in 2008, multi gravida, miscarriage, caesarean section (2000 and 2007), urinary tract infection, metrorrhagia (throughout the whole month), endometrial polyp (removal on the same day she had essure implanted) on (B)(6) 2010, anxiety attack (several years ago) and atopic dermatitis. Previously administered products included for an unreported indication: hormonal contraceptives. Concurrent conditions included recurrent thrush since 2008 and vaginitis since 2008. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced anxiety ("anxiety"), 1 year after insertion of essure. In august 2015, the patient experienced candida infection ("candida albicans / recurrent candidal vaginitis") and vulvovaginal mycotic infection ("recurrent vaginal mycosis"). On (B)(6) 2018, the patient experienced breast pain ("nodule in the right breast has been causing pain") and breast mass ("nodule in the right breast has been causing pain"). On (B)(6) 2018, the patient experienced flatulence ("meteorism") and dyspepsia ("dyspepsia"). On (B)(6) 2019, the patient experienced embedded device (seriousness criterion medically significant) and breast cyst ("multiple uncomplicated cysts in both breasts / nodule in the mid-outer quadrant of the right breast is a cyst of about 3cm"). In february 2019, the patient experienced peripheral swelling ("leg swelling"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required) and complication of device removal ("metallic artefact was observed in the right uterine fundus, possible remains of essure device"). In january 2020, the patient experienced scar pain ("pain until today in the essure removal scar"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), headache ("headaches"), back pain ("low back pain"), fatigue ("fatigue / feeling of tiredness"), alopecia ("hair loss"), loss of libido ("loss of sexual drive"), anger ("anger reactions to the people who are close to her"), depression ("depression"), respiratory tract infection ("respiratory infections"), ligament sprain ("sprain"), abdominal pain lower ("pain in her right iliac fossa"), vaginal haemorrhage ("breakthrough spotting"), dyspareunia ("dyspareunia / discomfort during sexual intercourse"), polyuria ("polyuria"), dysmenorrhoea ("dysmenorrhoea"), abdominal distension ("abdominal distention"), dermatitis contact ("contact dermatitis to imitation jewellery metals"), arthralgia ("generalised arthralgia") and vaginal infection ("vaginitis"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019 and then from (B)(6) 2020 to (B)(6) 2020. The patient was treated with clorazepate dipotassium (tranxilium) and surgery (on (B)(6) 2020 total laparoscopic hysterectomy was performed and laparoscopic bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, device breakage, complication of device removal, genital haemorrhage, hypersensitivity, headache, back pain, peripheral swelling, fatigue, alopecia, loss of libido, anger, anxiety, depression, candida infection, respiratory tract infection, ligament sprain, vulvovaginal mycotic infection, breast pain, breast mass, abdominal pain lower, vaginal haemorrhage, flatulence, dyspepsia, dyspareunia, polyuria, dysmenorrhoea, breast cyst, abdominal distension, dermatitis contact, arthralgia and vaginal infection outcome was unknown and the scar pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anger, anxiety, arthralgia, back pain, breast cyst, breast mass, breast pain, candida infection, complication of device removal, depression, dermatitis contact, device breakage, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, flatulence, genital haemorrhage, headache, hypersensitivity, ligament sprain, loss of libido, pelvic pain, peripheral swelling, polyuria, respiratory tract infection, scar pain, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: she underwent the insertion of essure as well as the removal of an endometrial polyp, date of insertion were discrepancy ((B)(6) 2010 or (B)(6) 2010). She reported breakthrough spotting, hair loss, pain in her right iliac fossa, headaches, abdominal distention, feeling of tiredness, discomfort during sexual intercourse, recurrent thrush, generalised arthralgia swelling, excessive bleeding, allergic reaction, pelvic pain, headaches, low back pain, lack of sexual drive, psychological and psychiatric symptoms such as anxiety and depression since the insertion of essure. On (B)(6) 2019 essure devices were removed via bilateral salpingectomy: left salpingectomy: essure device removed completely, right salpingectomy: small essure fragment removed. On (B)(6) 2021 she reported feeling constant hypogastric pain and inflammation. The examination, laboratory tests, and ultrasound were performed: an uncomplicated haemorrhagic follicular cyst was found in the left ovary, normal right ovary, no free fluid. Intravenous enantyum was administered, which helped the pain subside diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: potential allergy to rhodium and aluminium. Biopsy breast - on (B)(6) 2018: puncture-aspiration biopsy with fine needle of a breast cyst: no malignant cells found. Presence of histiocytes. No epithelial cellularity observed; on (B)(6) 2019: puncture-aspiration biopsy with fine needle of the right breast: no evidence of suspect calcifications or distortions and/or asymmetric density observed in the glandular parenchyma. Computerised tomogram - on (B)(6) 2019: metallic artefact was found in the right uterine fundus, possible remains of essure device. Cytology - in july 2017: negative. Gynaecological examination - on (B)(6) 2018: speculoscopy: good epithelialisation of the cervix, normal discharge. Bimanual examination: mild discomfort upon palpation of the right iliac fossa; no pain upon manual examination of the cervix. Hysterosalpingogram - in 2009: confirmed that bilateral tubal occlusion had been achieved. Hysteroscopy - on (B)(6) 2019: normal endocervical canal. Secretory endometrium. The left essure was found but no coil loops were observed within the uterus. The right essure had 8 coil loops within the uterus, which were cut off. Microbiology test - in august 2015: culture showed the presence of candida albicans. Pathology test - on (B)(6) 2019: uterine horns without relevant histological alterations. Ultrasound breast - on (B)(6) 2019: show multiple uncomplicated cysts in both breasts. The palpable nodule in the mid-outer quadrant of the right breast is a cyst of about 3 cm. Ultrasound scan - on (B)(6) 2019: axillary lymph node ultrasound: no evidence of pathologic lymphadenopathies. Ultrasound scan vagina - in august 2015: unremarkable; on (B)(6) 2018: normal uterus. Both devices positioned intramurally, a portion of the right essure appears to be within the uterine cavity, normal endometrial cavity length, both ovaries can be seen and appear normal; on (B)(6) 2018: normal uterus. Essure devices appear to be inside the cavity. Normal ovaries. No free fluid observed; on (B)(6) 2019: essure devices appear to be partially within the endometrium; on (B)(6) 2020: vaginal cuff appears normal. The ovaries show no changes. X-ray of pelvis and hip - on (B)(6) 2019: no remaining essure fragments observed; on (B)(6) 2020: showed no findings that could suggest the presence of essure remains in the pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the follow information were updated reporter's information, new physician's reporter, patient details, medical history, historical drug, lab data, essure start date updated from (B)(6) 2010 to (B)(6) 2010, other treatment products, vaginitis, respiratory infection, sprain, vaginal mycosis, candida albicans infection, breast pain female, breast nodule, illiac fossa pain, spotting vaginal, dyspepsia, meteorism, polyuria, dysmenorrhoea, dyspareunia, breast cyst, embedded device, abdominal distension, generalized joint pain, dermatitis due to metals, device breakage, swelling nos updated to leg swelling, onset date added to anxiety, contraceptive device removal incomplete based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of pelvic pain ('pelvic pain') and complication of device removal ('metallic artefact was observed in the right uterine fundus, possible remains of essure device'). In a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2020, the patient experienced scar pain ("pain until today in the essure removal scar"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), complication of device removal (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), headache ("headaches"), back pain ("low back pain"), swelling ("swelling"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("loss of sexual drive"), anger ("anger reactions to the people who are close to her"), anxiety ("anxiety") and depression ("depression"). The patient was hospitalized from an unknown date until (B)(6) 2019. And then from an unknown date until (B)(6) 2020. The patient was treated with surgery (on (B)(6) 2020 total laparoscopic hysterectomy was performed and laparoscopic bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, complication of device removal, genital haemorrhage, hypersensitivity, headache, back pain, swelling, fatigue, alopecia, loss of libido, anger, anxiety and depression outcome was unknown. And the scar pain had not resolved. The reporter considered alopecia, anger, anxiety, back pain, complication of device removal, depression, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, pelvic pain, scar pain and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on an unknown date, metallic artefact was found in the right uterine fundus, possible remains of essure device. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-mar-2021, quality safety evaluation of ptc. On 1-mar-2021, ha reference added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and complication of device removal ('metallic artefact was observed in the right uterine fundus, possible remains of essure device') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2020, the patient experienced scar pain ("pain until today in the essure removal scar"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), complication of device removal (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), headache ("headaches"), back pain ("low back pain"), swelling ("swelling"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("loss of sexual drive"), anger ("anger reactions to the people who are close to her"), anxiety ("anxiety") and depression ("depression"). The patient was hospitalized from an unknown date until (B)(6) 2019 and then from an unknown date until (B)(6) 2020. The patient was treated with surgery (on (B)(6) 2020 total laparoscopic hysterectomy was performed and laparoscopic bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, complication of device removal, genital haemorrhage, hypersensitivity, headache, back pain, swelling, fatigue, alopecia, loss of libido, anger, anxiety and depression outcome was unknown and the scar pain had not resolved. The reporter considered alopecia, anger, anxiety, back pain, complication of device removal, depression, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, pelvic pain, scar pain and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: metallic artefact was found in the right uterine fundus, possible remains of essure device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("essure devices appear to be partially within the endometrium") and device breakage ("small essure fragment removed at right salpingectomy/ metallic artefact was observed in the right uterine fundus, possible remains of essure device") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("metallic artefact was observed in the right uterine fundus, possible remains of essure device" on (B)(6) 2019). The patient had a medical history of vulvovaginitis in 2008, past tobacco smoking, atopic dermatitis, anxiety attack (several years ago), metrorrhagia (throughout the whole month), urinary tract infection, multiple caesarean sections (2000 and 2007), miscarriage and multi gravida and endometrial polyp (removal on the same day she had essure implanted) in 2010. Previously administered products included: tranxilium for anxiety and hormonal contraceptives for systemic use. Concurrent conditions were listed as vaginitis and recurrent thrush since 2008. On (B)(6) 2010, the patient had essure inserted. In 2010 she experienced abdominal pain lower ("pain in her right iliac fossa"), dyspareunia ("dyspareunia / discomfort during sexual intercourse"), intermenstrual bleeding ("bleeding, breakthrough spotting between periods"), abdominal distension ("abdominal distention"), headache ("headaches"), vulvovaginal candidiasis ("candida albicans / recurrent candidal vaginitis"), fatigue ("fatigue / feeling of tiredness"), arthralgia ("generalised arthralgia") and anxiety ("anxiety"). On (B)(6) 2015 she experienced vulvovaginal mycotic infection ("recurrent vaginal mycosis"). On (B)(6) 2018 she experienced breast mass ("nodule in the right breast has been causing pain"). On (B)(6) 2018, she experienced flatulence ("meteorism") and dyspepsia ("dyspepsia"). On (B)(6) 2019, she experienced embedded device (seriousness criterion medically important), breast cyst ("multiple uncomplicated cysts in both breasts / nodule in the mid-outer quadrant of the right breast is a cyst of about 3cm") and hyperprolactinaemia ("hyperprolactinemia"). On (B)(6) 2019, she experienced peripheral swelling ("leg swelling"). On (B)(6) 2019, she experienced dermatitis contact ("contact dermatitis to imitation jewellery metals / eczema / dermatitis with doubtful sensitization to rhodium and aluminum/ negative for nickel"). On (B)(6) 2019, she experienced device breakage (seriousness criteria hospitalisation and intervention required). On (B)(6) 2020, she experienced scar pain ("pain until today in the essure removal scar"). An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), dysmenorrhoea ("dysmenorrhoea"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), vaginal infection ("vaginitis"), breast pain ("nodule in the right breast has been causing pain"), alopecia ("hair loss"), loss of libido ("loss of sexual drive"), respiratory tract infection ("respiratory infections"), ligament sprain ("sprain"), polyuria ("polyuria"), anger ("anger reactions to the people who are close to her"), depression ("depression"), abdominal discomfort ("abdominal discomfort") and device intolerance ("intolerance to the essure device"). The patient was hospitalised from on (B)(6) 2019 and from on (B)(6) 2020. The patient was treated with tranxilium (clorazepate dipotassium), fisiogen ferro forte (ferric pyrophosphate), amoxicillin clavulanic acid kabi (amoxicillin sodium; clavulanate potassium), omeprazole, enoxaparin, dexketoprofen and metamizole as well as surgery (laparoscopic bilateral salpingectomy on (B)(6) 2019 and total laparoscopic hysterectomy on (B)(6) 2020). At the time of the report, none of the events had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, alopecia, anger, anxiety, arthralgia, back pain, breast cyst, breast mass, breast pain, depression, dermatitis contact, device breakage, device intolerance, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, flatulence, genital haemorrhage, headache, hyperprolactinaemia, hypersensitivity, intermenstrual bleeding, ligament sprain, loss of libido, pelvic pain, peripheral swelling, polyuria, respiratory tract infection, scar pain, vaginal infection, vulvovaginal candidiasis and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: she underwent the insertion of essure as well as the removal of an endometrial polyp, date of insertion were discrepant (on (B)(6) 2010). On (B)(6) 2019 essure devices were removed via bilateral salpingectomy; left salpingectomy: essure device removed completely, right salpingectomy: small essure fragment removed. On (B)(6) 2020 simple laparoscopic hysterectomy was performed to remove the fragmented essure, abundant fibrosis and adhesions due to previous surgeries are observed, the intervention proceeds without complications and the postoperative period is normal. On (B)(6) 2021, she reported feeling constant hypogastric pain and inflammation. The examination, laboratory tests, and ultrasound were performed: an uncomplicated haemorrhagic follicular cyst was found in the left ovary, normal right ovary, no free fluid. Intravenous enantyum was administered, which helped the pain subside. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: epicutaneous tests. Metal-specific battery tests (48 and 96 h reading), the following contactants have been tested: rhodium chloride 1%, ammonium tetrachloroplatinate 0.25%, potassium dicyanoaurate 0.1%, cadmium chloride 1%, palladium chloride 2%, manganese chloride 0.5%, tungsten (tungsten) 5%, vanadium chloride 1%, aluminum hydroxide 6.5%, titanium dioxide 10%, aluminum chloride 10%, copper sulfate 2%, gold sodium thiosulfate 0.5%, molybdenum chloride 5%, zinc chloride 1%, tin chloride 0.5%, ferrous chloride 2%, zirconium chloride 1%, niobium chloride 0.2%, beryllium sulfate tetrahydrate 1%, silver nitrate 1%, nickel sulfate 5%, cobalt chloride 1%, potassium dichromate 0.5%. Diagnostics: contact dermatitis and other eczema. Clinical judgment: dermatitis with doubtful sensitization to rhodium and aluminum [biopsy breast] on (B)(6) 2018: puncture-aspiration biopsy with fine needle of a breast cyst: no malignant cells found. Presence of histiocytes. No epithelial cellularity observed; on (B)(6) 2019: puncture-aspiration biopsy with fine needle of the right breast: no evidence of suspect calcifications or distortions and/or asymmetric density observed in the glandular parenchyma [computerised tomogram] on (B)(6) 2019: a metallic artifact is observed in the right uterine fundus, probably remains of essure except if it is a metallic suture [cytology] on (B)(6) 2017: negative [gynaecological examination] on (B)(6) 2018: speculoscopy: good epithelialisation of the cervix, normal discharge. Bimanual examination: mild discomfort upon palpation of the right iliac fossa; no pain upon manual examination of the cervix [hystero salpingogram] in 2009: confirmed that bilateral tubal occlusion had been achieved; (date unknown): bilateral fallopian tube obstruction [hysteroscopy] on (B)(6) 2019: normal endocervical canal. Secretory endometrium. The left essure was found but no coil loops were observed within the uterus. The right essure had 8 coil loops within the uterus, which were cut off [microbiology test] on (B)(6) 2015: culture showed the presence of candida albicans [pathology test] on (B)(6) 2010: endometrial polyp; on (B)(6) 2019: post-surgery review bilateral salpingectomy for removal of essure on (B)(6) 2019. Pathological anatomy: container labeled ¿right tube¿. Cylindrical fragment with fimbriated ends of 5 cm, externally and upon cutting does not present alterations. Container labeled ¿left tube¿. Cylindrical fragment with fimbriated ends of 5 cm, which externally and upon cutting does not present alterations. In the same container there is a metallic fragment. Anatomopathological diagnosis: right and left fallopian tubes (bilateral salpingectomy). Uterine tubes without relevant histological alterations [ultrasound breast] on (B)(6) 2019: show multiple uncomplicated cysts in both breasts. The palpable nodule in the mid-outer quadrant of the right breast is a cyst of about 3 cm [ultrasound scan] on (B)(6) 2019: axillary lymph node ultrasound: no evidence of pathologic lymphadenopathies [ultrasound scan vagina] on (B)(6) 2015: unremarkable; on (B)(6) 2018: normal uterus. Both devices positioned intramurally, a portion of the right essure appears to be within the uterine cavity, normal endometrial cavity length, both ovaries can be seen and appear normal; on (B)(6) 2018: normal uterus. Essure devices appear to be inside the cavity. Normal ovaries. No free fluid observed; on (B)(6)2019: essure devices appear to be partially within the endometrium; on (B)(6) 2020: vaginal cuff appears normal. The ovaries show no changes [x-ray of pelvis and hip] on (B)(6) 2019: no remaining essure fragments observed; on (B)(6)2020: showed no findings that could suggest the presence of essure remains in the pelvis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-nov-2023: new events abdominal discomfort & device intolerance added. Event outcome updated to not recovered not resolved. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('essure devices appear to be partially within the endometrium') and device breakage ('right salpingectomy small essure fragment removed/metallic artefact was observed in the right uterine fundus, possible remains of essure device') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginitis in 2008, multi gravida, miscarriage, multiple caesarean sections (2000 and 2007), urinary tract infection, metrorrhagia (throughout the whole month), endometrial polyp (removal on the same day she had essure implanted) on (B)(6) 2010, anxiety attack (several years ago) and atopic dermatitis. Previously administered products included for an unreported indication: hormonal contraceptives. Concurrent conditions included recurrent thrush since 2008 and vaginitis since 2008. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced anxiety ("anxiety"), 1 year after insertion of essure. In (B)(6) 2015, the patient experienced vulvovaginal candidiasis ("candida albicans / recurrent candidal vaginitis") and vulvovaginal mycotic infection ("recurrent vaginal mycosis"). On (B)(6) 2018, the patient experienced breast mass ("nodule in the right breast has been causing pain"). On (B)(6) 2018, the patient experienced flatulence ("meteorism") and dyspepsia ("dyspepsia"). On (B)(6) 2019, the patient experienced embedded device (seriousness criterion medically significant) and breast cyst ("multiple uncomplicated cysts in both breasts / nodule in the mid-outer quadrant of the right breast is a cyst of about 3cm") with breast pain. In (B)(6) 2019, the patient experienced peripheral swelling ("leg swelling"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device removal ("metallic artefact was observed in the right uterine fundus, possible remains of essure device"). In (B)(6) 2020, the patient experienced scar pain ("pain until today in the essure removal scar"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain lower ("pain in her right iliac fossa"), dyspareunia ("dyspareunia / discomfort during sexual intercouse"), dysmenorrhoea ("dysmenorrhoea"), genital haemorrhage ("excessive bleeding"), vaginal haemorrhage ("breakthrough spotting"), hypersensitivity ("allergic reaction"), abdominal distension ("abdominal distention"), back pain ("low back pain"), headache ("headaches"), vaginal infection ("vaginitis"), dermatitis contact ("contact dermatitis to imitation jewellery metals"), fatigue ("fatigue / feeling of tiredness"), alopecia ("hair loss"), loss of libido ("loss of sexual drive"), respiratory tract infection ("respiratory infections"), ligament sprain ("sprain"), polyuria ("polyuria"), arthralgia ("generalised arthralgia"), anger ("anger reactions to the people who are close to her") and depression ("depression"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019 and then from (B)(6) 2020 to (B)(6) 2020. The patient was treated with clorazepate dipotassium (tranxilium) and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2019 and total laparoscopic hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, device breakage, abdominal pain lower, dyspareunia, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, hypersensitivity, abdominal distension, back pain, headache, vulvovaginal candidiasis, vulvovaginal mycotic infection, vaginal infection, dermatitis contact, breast mass, breast cyst, peripheral swelling, fatigue, alopecia, loss of libido, respiratory tract infection, ligament sprain, flatulence, dyspepsia, polyuria, arthralgia, anger, anxiety, depression and complication of device removal outcome was unknown and the scar pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anger, anxiety, arthralgia, back pain, breast cyst, breast mass, complication of device removal, depression, dermatitis contact, device breakage, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, flatulence, genital haemorrhage, headache, hypersensitivity, ligament sprain, loss of libido, pelvic pain, peripheral swelling, polyuria, respiratory tract infection, scar pain, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and vulvovaginal mycotic infection to be related to essure. The reporter commented: she underwent the insertion of essure as well as the removal of an endometrial polyp, date of insertion were discrepant ((B)(6) 2010 or (B)(6) 2010). On (B)(6) 2019 essure devices were removed via bilateral salpingectomy: left salpingectomy: essure device removed completely, right salpingectomy: small essure fragment removed. On (B)(6) 2021 she reported feeling constant hypogastric pain and inflammation. The examination, laboratory tests, and ultrasound were performed: an uncomplicated haemorrhagic follicular cyst was found in the left ovary, normal right ovary, no free fluid. Intravenous enantyum was administered, which helped the pain subside. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: potential allergy to rhodium and aluminium. Biopsy breast - on (B)(6) 2018: puncture-aspiration biopsy with fine needle of a breast cyst: no malignant cells found. Presence of histiocytes. No epithelial cellularity observed; on (B)(6) 2019: puncture-aspiration biopsy with fine needle of the right breast: no evidence of suspect calcifications or distortions and/or asymmetric density observed in the glandular parenchyma. Computerised tomogram - on (B)(6) 2019: metallic artefact was found in the right uterine fundus, possible remains of essure device. Cytology - in (B)(6) 2017: negative. Gynaecological examination - on (B)(6) 2018: speculoscopy: good epithelialisation of the cervix, normal discharge. Bimanual examination: mild discomfort upon palpation of the right iliac fossa; no pain upon manual examination of the cervix. Hysterosalpingogram - in 2009: confirmed that bilateral tubal occlusion had been achieved. Hysteroscopy - on (B)(6) 2019: normal endocervical canal. Secretory endometrium. The left essure was found but no coil loops were observed within the uterus. The right essure had 8 coil loops within the uterus, which were cut off. Microbiology test - in (B)(6) 2015: culture showed the presence of candida albicans. Pathology test - on (B)(6) 2019: uterine horns without relevant histological alterations. Ultrasound breast - on (B)(6) 2019: show multiple uncomplicated cysts in both breasts. The palpable nodule in the mid-outer quadrant of the right breast is a cyst of about 3 cm. Ultrasound scan - on (B)(6) 2019: axillary lymph node ultrasound: no evidence of pathologic lymphadenopathies. Ultrasound scan vagina - in (B)(6) 2015: unremarkable; on (B)(6) 2018: normal uterus. Both devices positioned intramurally, a portion of the right essure appears to be within the uterine cavity, normal endometrial cavity length, both ovaries can be seen and appear normal; on (B)(6) 2018: normal uterus. Essure devices appear to be inside the cavity. Normal ovaries. No free fluid observed; on (B)(6) 2019: essure devices appear to be partially within the endometrium; on (B)(6) 2020: vaginal cuff appears normal. The ovaries show no changes. X-ray of pelvis and hip - on (B)(6) 2019: no remaining essure fragments observed; on (B)(6) 2020: showed no findings that could suggest the presence of essure remains in the pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.